Event description:
After use of a 4f modified pigtail catheter it was reported that at the end of the procedure a contrasting shade around the shaft of a pigtail catheter could be seen. When the physician took the catheter out, there was a crack in the center of the pigtail-shaft. No patient injury reported. The product looked normal when taken from its packaging. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty advancing the catheter through the vessel or over the wire. The catheter did not have to pass through any acute curves or bends in the vessel. The brand of contrast used in the procedure is unknown. The contrast to saline ratio is unknown. Only one injection was performed when the contrast was noticed. There was no reported injury to the patient.

Manufacturer narrative:
After use of a 4f modified pigtail catheter it was reported that at the end of the procedure a contrasting shade around the shaft of a pigtail catheter could be seen. When the physician took the catheter out, there was a crack in the center of the pigtail-shaft. No patient injury reported. The product looked normal when taken from its packaging. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty advancing the catheter through the vessel or over the wire. The catheter did not have to pass through any acute curves or bends in the vessel. The brand of contrast used in the procedure is unknown. The contrast to saline ratio is unknown. Only one injection was performed when the contrast was noticed. There was no reported injury to the patient and the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of body/shaft cracked could not be confirmed and relationship between the device and the event established. Inspection are in place to prevent damaged product from being distributed and there is nothing in the device history review to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Updated cc with fal: the information received indicated that, after use of a 4f modified pigtail catheter a contrasting shade around the shaft of a pigtail catheter could be seen. When the physician took the catheter out, there was a crack in the center of the pigtail-shaft. No patient injury reported. The catheter was being used for contrast control of the superficial femoral artery and the iliac after a percutaneous angioplasty. The product looked normal when taken from its packaging. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty advancing the catheter through the vessel or over the wire. The catheter did not have to pass through any acute curves or bends in the vessel. The brand of contrast used in the procedure is unknown. The contrast to saline ratio is unknown. Only one injection was performed when the contrast was noticed. There was no reported injury to the patient and the device was returned for analysis. Fal: a non sterile diagnostic catheter cath nylex 4f pig tr 65cm 8sh was received coiled inside a plastic bag, per visual analysis, kinks were found on the body shaft of the unit at 26.0 cm, 32.0 cm, 35.0cm, 44.0 cm, 52.0 cm and 56.0 cm from the hub. A crack/rupture was observed on catheter at 44.0 cm from hub, where a kink is also located. No more anomalies were found. The catheter od and ID were measured near to the kinks and cracked/ ruptured areas and results were found within specification. Sem analysis of the catheter was conducted where the rupture on body shaft was found in order to determine the root cause. Results showed that the catheter exhibited evidence of elongations. There is no evidence of abrasions or scratches that could be attributable to the rupture. The elongations found in the rupture could be induced by the kink condition found at rupture zone. It cannot be concluded if the rupture was induced by a tool since there are no tool marks around the damage. The internal surface for the sample was analyzed and no evidence of scratches or damage related to the rupture was observed. During sem analysis no other conditions were found that could be attributable to this cause. As additional investigation the diagnostic catheter manufacturing process was reviewed and there were no tools, equipment or product handling that could cause kinks, cracks, ruptures or other type of damages on the diagnostic catheters. The produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the diagnostic catheter assembly process operations. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter-cracked in patient was confirmed through failure analysis. The IFU precautions: to prevent kinking of smaller angiographic catheters, and specifically the 4f pigtail catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. With the information provided it is not possible to determine an exact cause for the reported incident; however review of the analysis suggests

Manufacturer narrative:
Please note that the product was received on (B)(4) 2013. Preliminary analysis states that the product was cracked at 20.5cm from distal end. Device will be flushed, decontaminated and sent for analysis. Additional information will be forthcoming within 30 days upon receipt.